Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as fold flaw opening and two openings on anterior side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow biological tissue observed in the surface of the shell. Red particles observed in the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b.6., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.